Event description:
Boston scientific received information that this patient was recently seen in the hospital complaining of weakness and a fall. A boston scientific sales representative was called to interrogate the device and noted that there was some undersensing of the patient's r-waves. A surface ECG was performed which showed that the r-wave is currently decreased to 4 mvs from 7m-8mv. Additionally, the ECG showed two events where the device paced either in the middle of the r-wave or right on top of the t-wave. To date, no changes have been made, the patient will continue to be monitored. No additional adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.